Event description:
It was reported, the patient¿s stimulation was turning off. It was also reported, the patient experienced a power on reset (por) condition and observed a call your doctor icon on their recharger and patient programmer. It was stated, the patient was unable to adjust their stimulation at the time of report. It was noted, the patient had problems with her stimulator previously (please see manufacturer report #3004209178-2014-00810) and that her battery was not overdischarged at that time. The patient reported, she charged every day. It was stated that her implantable neurostimulator (ins) battery was about half full on the day of report so she attempted to recharge with the stimulation on. It was reported that ¿a few minutes¿ prior to report the stimulation ¿just stopped¿ and the ins ¿just shut off and then she saw a por.¿ the patient was redirected to her healthcare provider (hcp). Additional information stated, the patient¿s previous loss of stimulation was abrupt. It was noted, the patient lost stimulation and therapeutic effect at that time. Additional information reported interrogation by the patient's hcp with a physician programmer of the patient¿s ins revealed an error code of 0x200. It was noted, the patient¿s stimulation turned off while they were working at a desk in a hospital in the labor and delivery department. It was stated that after the por was cleared, the patient felt like the stimulation was in the same location but felt a little different. It was added the stimulation did not exactly feel the same. It was noted, the por was resolved and the patient¿s stimulation was back on eight days after the initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).